Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display on the morning of the call. The customer also reported receiving multiple meter now and calibration errors. Blood glucose level at the time of the incident was 40 mg/dl. The customer reported that she ate food to treat the low and ended up with a high of 500 mg/dl. During troubleshooting, the insulin pump's alarm history showed that the device had recently gone into threshold suspend. Customer did not wish to complete troubleshooting and did not return the insulin pump for analysis.